Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer stated that their blood glucose values had been running incredibly high for the last couple of days in the range of 400mg/dl to 500mg/dl. Customer¿s current blood glucose value was 425mg/dl. Customer experienced symptoms like high irritability. Customer treated with both pump and now treating with injections. Customer alleged pump was under delivering because of high blood glucose values and the pump bolus was not bringing them down. The drive support cap was normal. High pressure test was performed and it passed. Insulin pump will not be returned for analysis.